Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on 12/28/2023. The patient experienced a cgm accuracy issue which occurred the day the sensor was inserted into the upper buttocks. On 12/28/2023, the patient became unresponsive while on a flight. The patient¿s cgm was reading 50 mg/dl and the bg meter was reading 20 mg/dl. The patient was treated with intravenous glucose at the airport and then transferred to a local hospital by the emergency response team. At the hospital, the patient was treated with her routine home medications, which included: nadolol 20mg, clonidine 0.01mg, carbidopa 75mg, mestinon 30mg, gabapentin 300mg, cymbalta 120mg, zonegran 100mg. It was not specified how long the patient was unconscious nor when the patient regained consciousness during this event. The patient was admitted to the hospital for 4 days from (B)(6) 2023. At the time of the report the patient was in good condition. Technical support attempted to contact the patient for further details about the event, but it was not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.